Manufacturer narrative:
The suspect device was returned for evaluation. The incorrect configuration of the device was observed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that a non-vented cap was used instead of a vented cap resulting in incomplete sterilization of the contents. The defect was identified during incoming inspection by a device distributor. No patient interaction or injury to report.